Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/8/2019. Patient code: 2240,1994,2061, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent a mesh removal with new implant on (B)(6) 2014 due recurrent incisional ventral hernia, abdominal pain and scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Patient height: 170 cms.